Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be made for the time being. The investigation will be continued as soon as new information is available.

Event description:
Ous MDR - after an implantation time of about 3 months, oversensing with inappropriate shocks was reported. No deterioration of the patient's state of health was reported. The event date was not provided. There is no mention of explant and no device has been returned.